Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a neuro interventional procedure with a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.